Event description:
Pt a presented for dosing of methadone. Identification verified-dosing screen appeared-dose given was later discovered to be pt bs dose. Ams-software- did not record pt as dose although pt as signature was there. Pt a received 5mg more of methadone syrup than ordered. Serious software malfunction-company notified-no harm to pt.